Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded on the isthmus/cornua area of the tube and uterus'), fallopian tube perforation ('the left essure implant appears perforated expulsed off the left fallopian tube') and uterine perforation ('on the left side the essure was not on the tube at all, but was found embedded on the serosa of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("device expulsion") and was found to have a pregnancy with contraceptive device ("patient was pregnant following the occlusion procedure"). The patient was treated with surgery (laparotomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, uterine perforation, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device expulsion, embedded device, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted on essure removal date - (B)(6) 2018 as per mr trailing coils: left 0 right 4. Decision was made not to cut the uterus or cornual area to remove the essure devices because they were embedded in the uterus to minimize the bleeding or may be hysterectomy. However decision was made to remove the tubes completely (salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the left essure implant appears perforated expulsed off the left fallopian tube. Patent left tube satisfactory right essure implant with occluded right fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: mr receive. Previously reported event "medical device removal" updated to ¿embedded on the isthmus/cornua area of the tube and uterus¿. Event "the left essure implant appears perforated expulsed off the left fallopian tube","pregnant" and "device ineffective" added. Rcc and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded on the isthmus/cornua area of the tube and uterus'), fallopian tube perforation ('the left essure implant appears perforated expulsed off the left fallopian tube') and uterine perforation ('on the left side the essure was not on the tube at all, but was found embedded on the serosa of the uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) and device expulsion ("device expulsion") and was found to have a pregnancy with contraceptive device ("patient was pregnant following the occlusion procedure"). The patient was treated with surgery (laparotomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation, uterine perforation, device expulsion and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered device expulsion, embedded device, fallopian tube perforation, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: discrepancy noted on essure removal date -(B)(6) 2018 as per mr trailing coils: left 0 right 4. Decision was made not to cut the uterus or cornual area to remove the essure devices because they were embedded in the uterus to minimize the bleeding or may be hysterectomy. However decision was made to remove the tubes completely (salpingectomy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: the left essure implant appears perforated expulsed off the left fallopian tube. Patent left tube satisfactory right essure implant with occluded right fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jul-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.